Event description:
According to the reporter, during use, the cuff of the device had a tear and ruptured. The patient was not able to be ventilated appropriately on the ventilator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.